Event description:
This lead was surgically abandoned due to high pacing impedance greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).